Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for two patients tested on a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the patient's sample. On (B)(6) 2021, patient 1's initial phosphate result was 34.17 mg/dl, and the patient's repeat phosphate result within one hour was 2.17 mg/dl. The field service engineer replaced various parts and performed system checks. He performed qc with high results. He exchanged the reagent pack and performed qc with acceptable results. On (B)(6) 2021, patient 2's initial phosphate result was 16.73 mg/dl with a data flag, and the patient's repeat result was 3.57 mg/dl. The phosphate reagent lot number was 521058 with an expiration date of 31-mar-2022.

Manufacturer narrative:
Based on the available information, a reagent issue was excluded. The field service engineer replaced various parts and performed system adjustments and cleanings. The investigation determined the service actions resolved the issue.